Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced chest pain and diaphragmatic stimulation. The right ventricular (rv) lead had dislodged and was unable to capture. The rv lead was reprogrammed and revised. The rv lead remains in use. No further patient complications have been reported as a result of this event.